Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # p200023. Common name: qan. Product code: qan. Device evaluation. The zvt7-35-80-12-60 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zvt7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the IFU (ifu0091-7). Image review ¿ n/a. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to the use of a balloon for post dilation. It is possible that the balloon may have tugged on a strut in the centre causing the stent to fold in on itself. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep (B)(6) 2021 the stent folded in on itself. It seems that the stent initially deployed in the correct position. Then, during post dilation, it appeared that the stent folded in on itself or scrunched up. They left the stent in the patient. This was not the ideal outcome but did offer some relief to the patient's condition. The physician considered this to be a successful outcome. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. Prefix zvt7: are images of the device or procedure available? N/a, yes, no. No. Did the patient have pre-existing conditions? N/a, yes, no. Yes. If yes, please specify: dvt. Please describe the native state of the vessel (i.e. Was the anatomy tortuous? Was the vessel fibrotic?) N/a, tortuous, calcified, fibrotic, other. Scarred and fibrotic if other, please specify: scarred and fibrotic. Was a stent previously placed during previous procedures? N/a, yes, no. No. Was the device used percutaneously? N/a, yes, no. Yes. Where on the patient was the percutaneous access site? Unkr. Was the access site jugular or femoral? N/a, jugular, femoral other. Unkr. If other, please specify: what disease pathology was being treated? May thurner, acute or chronic obstruction, restenosis, other? Obstruction. If other, please specify. Was the lesion approached via contralateral or ipsilateral? N/a, contralateral, ipsilateral. Unkr. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no. Unkr. What was the target location for the stent? Unkr. Details of access sheath used (name, fr size, length)? Unkr. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no. Unkr. Details of the wire guide used (name, diameter, hydrophylic)? Unkr. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no unkr. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. Unkr. If resistance was met, how did the physician address this? Unkr. Did the tip of the delivery system cross the target location? N/a, yes, no. Unkr. Did the user pull the handle towards the hub during deployment, per IFU? N/a, yes, no. Unkr. Did the user push the hub during deployment? N/a, yes, no. Unkr. Did the user remove slack in the delivery system before deployment, per IFU? N/a, yes, no. Unkr. Was the stent deployed smoothly / without resistance? N/a, yes, no. Yes. Was the stent fully deployed in the patient? N/a, yes, no. Yes. Was the stent fully deployed before removing the delivery system from the patient? N/a, yes, no. Unkr. Was post dilation performed after the placement of the stent? N/a, yes, no. Yes. Was the delivery system damaged/kinked/twisted during deployment? N/a, yes, no. Unkr. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. N/a. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a, yes, no. No. Please specify if yes.

Manufacturer narrative:
PMA #: p200023. Common name: qan. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.